Event description:
Information received indicates the brake is not holding.

Manufacturer narrative:
The technician isolated the issue to a faulty caster. He replaced the caster, tested the bed and found it to be working properly.